Event description:
My daughter has been using amo complete moisture plus contact lens solution for about nine months. She has experienced the redness, pain, sensitivity to light mentioned in the 2007 recall info. She has seen a dr more than once due to redness, pain and sensitivity to light. She was diagnosed with an infection multiple times. I was assured that the contact solution which had a 2006 recall for lot numbers other than ours was not the cause of her problems. With the most recent recall, I am sure this contact solution is the cause of her problems. I am very concerned to hear the risks of what these infections can cause -e.g. Need for corneal transplant. Eye dr instructed her to use this brand. Use daily, about 1 oz.